Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that when the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, resistance was felt and it did not enter easily, so it hand to be replacement. After replacement, it was used without problem. The hemostatic valve itself was not cracked. The issue occurred before being inserted into the patient¿s body. The customer¿s reported issue of resistance with the sheath is not an MDR reportable malfunction since an increased potential for patient injury is remote. On 29-may-2022, bwi¿s pal revealed that a visual inspection of the returned device found the dislodged inside the hub component. This finding has been reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. A second internal action has been open to address the resistance issue. Initial reporter phone: (B)(6). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).